Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as the reporter indicated the device is no longer available. Therefore, no further investigations planned. In the event that an an unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of the the investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the low glucose alarm while wearing the adc freestyle libre 2 sensor using librelink. As a result on (B)(6) 2021, the customer lost consciousness and was unable to treat themselves. The customer was admitted to the hospital where blood glucose of 24 mg/dl was obtained and the customer was provided an injection of glucagon for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.